Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose value at time of incident was unknown. The customer was assisted with troubleshooting for unexpected restart. The customer also reported the alarm was occurred again after battery change. The customer was advised to monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board.